Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the relief valve cv1 had dust particles. The fse cleaned the cv1 valve. The unit passed all functional and applicable safety testing. The iabp was handed over to the customer in good, working condition for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has a high pressure drive. There was no patient involvement.